Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was unknown. The pt was not hospitalized for the event. On an unreported date, the pt began treatment for the peritonitis with vancomycin injections (dose and frequency not reported). At the time of this report, the patient had recovered from the peritonitis and their fluid was clear. Dianeal therapy was ongoing. The action taken with extraneal therapy was not reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.